Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The expiratory valve coil was replaced, and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was kept by the healthcare facility. No ventilator logs were provided. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to user interface setting. Defective expiratory valve coil may lead to peep variations. Since the replaced part was not returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the peep value was not as set. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.